Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the battery gauge was intermittently observed to remain static for an extended period of time, and to be fluctuating which led to a pump shutdown. The customer's blood glucose (bg) was over 600 mg/dl and was treated with a manual injection. Reportedly, customer continued to use the pump for insulin therapy.